Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro xl retrieval balloon was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct. According to the complainant, during preparation for the procedure, it was noted that the sterile pouch containing the extractor balloon was already opened at the top seal. It did not look torn or ripped. It was reported that the device was still in the pouch. The device was never used on the patient and a second extractor balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an extractor pro xl retrieval balloon was to be used in an endoscopic retrograde cholangiopancreatography (ercp) procedure of the common bile duct. According to the complainant, during preparation for the procedure, it was noted that the sterile pouch containing the extractor balloon was already opened at the top seal. It did not look torn or ripped. It was reported that the device was still in the pouch. The device was never used on the patient and a second extractor balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event that the device packaging seal was compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the correct label to be present on the pouch. The manufacturing seal was found to be intact and the pouch was opened at chevron seal. Seal transfer was present on the chevron seal. Based on the analysis results, the as reported failure mode of package seal compromised could not be confirmed, as it can not be proven that the opened pouch was shipped to the customer. The correct label was present on the returned pouch and evidence of seal transfer was found on the opened area of the pouch. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.